Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced high blood glucose overnight reported at 401 mg/dl and into the morning due to an insulin delivery interruption linked to leaking cartridges in the ilet system; wetness was observed inside the pump, and the issue was associated with the reservoir/cartridge and its connector attachment, after which insulin delivery was resumed with glucose in range. Symptoms included sleepiness/drowsiness associated with hyperglycemia. Outcomes included no health consequences or impact. Customer care provided support that included communication with the user along with troubleshooting on correct supply change steps. Investigation of this case revealed leakage consistent with a seal issue, categorized as a leak/splash involving the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.